Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot #: va0mq2q, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-jul-2017, UDI #: (B)(4). Date of event: date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a mini stroke and they reporting having a mini stroke that she thinks could have been related to the lead implant. They wanted to have an MRI at the time of the stroke but didn't think they could have one. No further complications were reported or anticipated with this event.